Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.9 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. No information was provided in the complaint case that would point to a cause for the result discrepancy. The results alleged by the customer were not observed in the meter¿s patient result memory. Relevant retention test strips (lot 397396) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation: lay user / patient.

Event description:
The initial reporter complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to the result from a sysmex ca-7000 using the dade innovin laboratory method. At 12:03 pm according to the customer the meter result was 3.7 inr. The meter memory showed a result as 3.6 inr but the customer stated the result was incorrect in the memory. At also around 12:00 pm the laboratory result was 2.8 inr. The customer's therapeutic range is 2.0 - 3.0 inr. The date on the customer's meter was incorrectly set. The customer had recently changed their warfarin dosage. The customer has started a new heart medication and decreased a current medication, no further specifics provided.